Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not show any anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issues were found with the pump. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report a pump replacement due to multiple underinfusion volume discrepancies. At the first volume discrepancy, the expected volume was 22.7ml and the actual aspirated volume was 38.5ml. Around a week later, another underinfusion volume discrepancy was observed with the expected volume being 31.2ml and the actual aspirated volume being 38.5ml. Approximately two weeks after that discrepancy, another volume discrepancy was alleged with the expected volume being 28ml and the actual aspirated volume being 39.7ml. A stethoscope test was performed, and the physician could hear the valves clicking. The patient reported an increase in pain. The next day, a catheter dye study was performed. The patient was put into right lateral position and the catheter was found to be patent. The pump was later replaced.